Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV" and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, biological tissue, deformation and wear abrasion. Weight measurement identified device was overweight. The weight is verified during manufacturing and is within specification; for this reason no defect is considered. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional data: b.5., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade "3+" and patient concern with the product.

Event description:
A healthcare professional reported a patient experienced the events of an ¿exchange of textured breast implants due to the patient¿s concern with the product¿ and ¿capsular contracture, baker grade iii/IV¿. Device remains implanted. This record is for the left side.